Event description:
Adverse event(s): "10 minutes delay" (no code available). Product problem(s): system messages received (device displays error message); "no footswitch function" (device inoperable). The nurse reported receiving multiple system messages and the footswitch not working during a procedure. Both the system and the footswitch were switched out during surgery resulting in a 10 minutes delay. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B) (4). (B) (4).